Manufacturer narrative:
No parts returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that upon boot up of the imaging system, an error message was displayed stating ¿an error has occurred that may damage system integrity.¿ the system was rebooted three times and the error still displayed. However, a fourth reboot resolved the issue. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: software investigation was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.